Event description:
Total knee replacement done. Several weeks later the patient fell and surgical wound opened. The patient developed fever and pain over the knee. Wound culture positive for mrsa, methicillin resistant staphylococcus aureus, and decision made to explant the device due to the infection.